Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a procedure the ar-3638h knotless hip fibertak was set and passed correctly. Repair stitch was being shuttled through the anchor by the shuttle stitch. Repair stitch was successfully passed through the anchor and was seen exiting the opposite side. However, when pulling the repair stitch to continue reducing it, the suture completely came out of the anchor body. The surgeon removed the anchors.